Manufacturer narrative:
(B)(4). The involved device was returned to the manufacturing facility for evaluation. Visual inspection found no anomaly. The reservoir was rinsed and dried; no visual anomaly or break was noted. The reservoir was filled with saline solution in the maximum amount to be pooled and left in this state for six hours. No leak was detected between the port adaptor and reservoir outlet port. The port adaptor was removed from the actual sample and the port was subjected to dimensional examination and confirmed to meet specifications. Simulation testing was conducted on the retention sample (cx*sx10r, lot# 140122). Simulation test one: the port adapter with the white cap attached on it was fixed to port by the white cap being held and screwed till the port adapter would not be screwed in to port any further. The white cap was removed from the port adapter and a tube was attached to the port adapter. Based on an assumption that the tube may have been subjected to a pulling force while the circuit was built up during the set-up or by the roller pump during priming, the tube was pulled in the lateral direction so that the joint between the port adapter and port could be subjected to an external force. As a result, a leak occurred at the joint. Simulation test two: one end of a tube was jointed to the port adapter and the other end to the roller pump. And then the port adapter was fixed to port. The length of the tube was set to 30cm arbitrarily. Subsequently, with the tube being subjected to a torsional force the reservoir was filled with saline solution in the maximum amount to be pooled and left in this state. One hour later, the saline solution started to leak gradually at the joint between the port adapter and port. Based on the simulation test results, it is likely if the port adapter has not been fixed to port securely and the joint between them is subjected to a force during set-up and/or priming, a gap may be generated between the two components, resulting in a leak at the joint. On the other hand, if the port adapter has been fixed to port securely by being tightened up further with the ribs on the larger bore side being held and screwed, any leak would not occur between the joint even if the joint is subjected to a force during set-up and/or priming. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reported observed conditions. However, there is no indication that the reported event was related to a product malfunction or defect. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
(B)(4).

Manufacturer narrative:
The actual device was returned to the manufacturing facility and evaluation is currently in progress. A follow up report will be submitted when the investigation is complete. A review of the device history record and product release decision control sheet of the involved product/lot# combination confirmed that there was no indication of production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported leakage from the venous reservoir outlet port of the oxygenator. Follow up communication with the user facility reported the following: (1) this was noted during priming; and (2) there was no patient was involved.